Manufacturer narrative:
Findings: unit passed basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime unit during prime test due to faulty force sensor (gold). The motor was tested outside the device and passed. Unit received with minor scratches on lcd window. Unit received with cracked case at display window corners and battery tube threads.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error during bolus. Customer's blood glucose was 212 mg/dl. The customer reported the drive support cap appears normal. The customer stated that the device was not exposed to high magnetic field. The customer did received motor position encoder error in alarm history. The customer performed displacement test and pump alerted no reservoir. The customer was advised at this time displacement test and manual prime were successful and motor alarm did no recur. The customer was advised to monitor the pump. The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 226 mg/dl. The customer stated that there is cracks on the battery compartment area and 3 cracks are visual. The customer stated that he able to read the screen. The customer was advised that the device would be replaced.